Event description:
The customer reported an m3002a speaker malfunction. It was considered that the device had no sound, because although the device has alarm/alert capability, it did not alarm/alert as it should have at the time the issue was discovered.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.